Event description:
The following has been reported: biomed reported: sn: (B)(6) need service message. No patient involvement. Found during testing unable to send logs. A preliminary review identified the following issue: fail stop, cause unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.